Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
The patient stated that when they self-administered the injection, the dosing syringe needle with cap came off. Patient stated that they could not take off the cap without the needle staying in place on the dosing syringe." Patient was advised to contact their hcp.

Manufacturer narrative:
Pending investigation from the contract manufacturing organization.

Event description:
The patient stated that when they self-administered the injection, the dosing syringe needle with cap came off. Patient stated that they could not take off the cap without the needle staying in place on the dosing syringe." Patient was advised to contact their hcp.